Event description:
Knee arthroscopy with chondroplasty/right knee surgery [arthroscopy r knee] knee arthroscopy with chondroplasty [chondroplasty] case narrative: this case was cross referenced with cases (B)(4). Initial information received from united states on 29-jan-2019 regarding an unsolicited valid serious case received from a physician. This case involves a 37 years old male patient had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and after latency of 3 months 26 days had knee arthroscopy with chondroplasty/ right knee surgery. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once in the right knee (lot - unknown) for unknown indication. On (B)(6) 2018, 3 months 26 days after the initial hylan g-f 20, sodium hyaluronate treatment, patient had right knee arthroscopy with chondroplasty/ right knee surgery. It was not reported if the patient received a corrective treatment. The patient outcome was reported as unknown. Seriousness criteria: medically significant. A product technical complaint (ptc) was initiated on 05-feb-2019 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Follow up was received on 05-feb-2019. Global ptc number was added. Text amended accordingly. Additional information received on 11-feb-2019. Global ptc results added. Text amended accordingly.

Event description:
Knee arthroscopy with chondroplasty/right knee surgery [arthroscopy r knee]. Knee arthroscopy with chondroplasty [chondroplasty]. Case narrative: this case was cross referenced with cases (B)(4) (same patient). Initial information received from united states on 29-jan-2019 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) year old male patient had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and after latency of 3 months 26 days had knee arthroscopy with chondroplasty/ right knee surgery. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose, once in the right knee (lot - unknown) for unknown indication. On (B)(6) 2018, 3 months 26 days after the initial hylan g-f 20, sodium hyaluronate treatment, patient had right knee arthroscopy with chondroplasty/ right knee surgery. It was not reported if the patient received a corrective treatment. The patient outcome was reported as unknown. Seriousness criteria: medically significant a product technical complaint was initiated with global (B)(4) and results were pending for the same. Follow up was received on 05-feb-2019. Global ptc number was added. Text amended accordingly.